Event description:
A (B)(6) male pt contacted zoll customer support to report constant check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt message) has been confirmed. Upon receipt, the trunk cable and ECG-a to ECG-b cable were cut. In addition, the belt could not baseline. The cause for the adjust belt messages and the inability to baseline was the cut cables. The root cause for the cut cables cannot be positively determined but is likely physical abuse. No adverse event result from the cut cables. The pt received a replacement electrode belt.